Event description:
Pt had removal of saline breast implants due to capsular contractures, painful scarring and distortion of both breasts. (Six months prior, pt had ruptured silicone gel implants removed.) The capsules were incised and intact implants were removed. There was a marked tightening of the capsule in the lateral and superior portions. A capsulectomy is performed in this area to release the implant capsule. The muscle attachments are released inferiorly, medially and laterally to allow for lowering of the inframmary fold to correct the distortion of the superior portion of the implants. Two hundred seventy five cc saline implants used for replacements.